Manufacturer narrative:
A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation that would cause a dislodging of the cannula, or associated high bg (blood glucose) levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 490 mg/dl while wearing the pod worn between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported to be dislodged from the insertion site. As treatment, patient will administer 10 units of insulin. Document increase in bg levels from pdm records or as described by the caller: 1:28am 107mg/dl , 7:40am 450mg/dl gave bolus of 8u, 8:38am 496mg/dl gave bolus of 4u.